Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Pt reported obtaining a blood glucose result of 289 mg/dl on the advantage system. One minute later, pt's blood glucose was reportedly retested on a healthcare professional's device with a result of 130 mg/dl. No patient injury was reported and no treatment was received. The discrepant result was obtained in a dietician's office. Pt stated that a level-one quality control test was performed on the advantage system and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve test strip lot 548739 with expiration date 02/28/2007.